Manufacturer narrative:
H6, initial report and supplemental report reported fracture of lead instead of abraded insulation.

Event description:
After further review it was determined that abraded insulation would be a better fit for this event. Since it was initially reported that the lead pin broke off, but more information was received on 06/30/2025 stating that the lead pin came out of the tubing which does not indicate a fracture but rather the insulation peeling back from where it connects to the lead pin which would make abraded insulation a better fit. The conclusion code will be updated to no conclusion can be drawn since fracture was initially reported but confirmed invalid. Despite the surgeon tugging on the lead, user error was reported to ruled out since the rep stated that no excessive force was used to remove the lead. Additionally, no impedance issues were reported, ruling out device failure as the root cause. No other relevant information has been received to date.

Event description:
It was later reported that the lead pin came out of the tubing, the explanted portions of the lead was discarded after surgery. The original lead coil was not removed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent battery replacement due to battery depletion, during the surgery, the lead pin broke off the lead. The surgeon was not prepared to perform a lead revision at the time, so the patient was closed with the damaged lead and now new generator was implanted. It was later reported that the explant physician did not use excessive force to take out the lead pin, the lead pin broke off after the pin had been removed from the header receptacle. It was also reported that the patient had a full vns replacement. Device history records were. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.